Event description:
Facility reported that upon initiation of treatment air was noted to be in the venous line. Upon inspection a hole was noticed in the bloodline. No pt ill effect. Reportedly, the facility has already returned the sample for evaluation.